Event description:
The lay user/patient contacted lifescan alleging the meter has lines through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
The customer reported a system message displayed. The customer called the company technical support specialist (tss). The tss advised the customer to clean the cassette ID sensors and reboot the system. The customer switched out 3 cassettes without a change in the results. The system message would not clear. Multiple attempts were made for more info and pt status with no response to date. The pt impact is unk.